Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. The visual inspection of the returned product noted that the reload had a full staple complement. Functionally, the reload was loaded into pmv representative instruments and applied to test media. All staples were placed properly and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the surgeon clamped the tissue, pushed the green firing mode button, confirmed the device switched to the firing mode and tried to fire, however the device did not react. The procedure was completed with another device. There was no adverse event or patient injury.